Event description:
The acculink stent which was placed in the right carotid, occluded 8-10 hours post procedure. The patient was returned to the lab where a pta porcedure was performed.a clot dissolving medication was used to treat patient. No additional information was available.